Event description:
It has been reported to philips that table and c-arm movement was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, procedure was completed with some delay after the restart of the equipment. The philips field service engineer (fse) inspected the system onsite and confirmed that table and c-arm movement was not possible. Review of the system log files showed ui devices errors. Fse found c arm longitudinal position slip failed due to image module cable from patient table was loose connected. Fse reinserted the image module cable from tctb box unit, which resolved the reported issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.